Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient's wife reported patient is unable to use his bolus calculator, he can't calculate his bolus amounts property and his blood glucose is elevated. Wife stated patient's blood glucose has been running between 300-400 mg/dl for about a week since his bolus calculator stopped working. Wife reported patient can't calculate the bolus properly without the bolus calculator because he had a stroke and can't think properly on his own. Advised she speak to patient's doctor to find out how to calculate the bolus in case this would happen again. Several attempts to follow up with patient were unsuccessful the patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.